Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk), the device displayed a "defib pad short" message using external paddles (sn # (B)(4)). Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.